Manufacturer narrative:
The most likely underlying cause as documented in (B)(4) is defined as: controls/no alarm. Other failures found were: 4-way valve/ not shifting fully/defective power switch.

Event description:
Dealer is stating that the unit has no alarm.